Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had small r waves and was not staying in position after being repositioned three times. The physician felt that the issue may be related to the patient¿s anatomy. The lead was not implanted and another lead model was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).